Event description:
The account alleged the brakes were not locking. No injury reported.

Manufacturer narrative:
The service technician found the customer had not applied the brakes, user error. The technician set the brakes on the bed to resolve the issue.